Event description:
It was reported that the right ventricular [rv] lead had high impedance measurements and noise was present. It was also reported that the physician noted a fracture of the distal cable between the suture sleeve and the yoke. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, the distal conductor was cut, there were several conductors with blood/body fluid (not obstructed), the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, the lead was stretched, and there was apparent explant damage.